Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated: g3, g6, h2, h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon (no output / image) was caused by a faulty qb board, which more than 6 years have passed since manufacturing, and it is likely the qb failed due to age deterioration. The subject device was repaired and returned to asset inventory.

Manufacturer narrative:
The evaluation of the asset found there was no image/output displayed due to a faulty (qb) board and there were multiple dead pixels due to a faulty liquid crystal display panel. The asset is pending repair. A review of the service history showed the asset was last serviced on september 25, 2019; no problems were found. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During a standard service inspection, the asset high definition liquid crystal display monitor was found to have no output/image on serial digital interface (sdi) 1. There was no reported allegation of a malfunction associated with the device and there was no patient involvement reported.